Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. D4: batch # unk. Additional information was requested and the following was obtained: "how did device not work? Device didn't release clips properly, and clip security was compromised. "As per discussion with the customer, he told me that he picked the clip through applier, and applied it on vessel, the clip dropped or ejected without pressing the handle." Did device jammed (not fire clips)? No. Did device not feed clips? No. Did device drop or eject clips? Yes. Did device sideways feed clips? No. Did device fire malformed clips? Yes. Did device fire scissored clips? No. If other please specify is the current patient status known? Na". The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, jaws are not aligned properly, so the clips are not applied properly on the tissue. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2024. D4: batch # unk. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el314 device was returned nonfunctional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of jaws. Please note that as stated in the IFU: "all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.